Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the implant site. The device system was checked and sensing, impedance, and thresholds were fine. The patient reports that the sensation in the pocket feels similar to the sensations felt at implant. It is suspected that there were not inappropriate shocks delivered, but rather sensations due to the trauma from the recent lead change procedure. Guidant received additional information that two months later, this ICD and transvenous implantable lead exhibited noise on the atrial and shock channels and exhibited shock impedance > 125 ohms.